Event description:
The customer reported to olympus that the gastrointestinal videoscope, had physical defects of the bending section and insertion tube including unusual shapes. No reports of patient harm. During the evaluation the following reportable malfunction was found: due to clogging of the suction tube in universal cord, foreign objects come out of suction port. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: the resin part had a crack due to physical stress; the protector of the universal cod on the control section side and the universal code had a scratch; the control unit had discoloration; the adhesive on the bending section cover had white-clouded area; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to clogging of suction tube in universal cord, the channel cleaning brush could not be inserted smoothly and the connecting tube had a dent. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the scope. The air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.